Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: the sales rep that supported the case stated that it was posted as a right robotic colectomy, however, the case was converted to open after it was identified that the patient had adhesions; his understanding from the surgical assistant was that bowel was stuck to abdominal wall with adhesions and there was concern about trocar insertion. This was the surgeon¿s fifth case with the powered circular stapler and there have been no other issues. The sales rep believes the indication for surgery was recurring cancer; the patient had come back after prior colectomy due to recurring cancer. The procedure was a total colectomy with ileocolic anastomosis. There was no j-pouch or neorectum. There were no issues with the device use or firing. Donuts were complete and ¿robust.¿ no intraoperative leak test was reportedly performed. The surgeon typically uses a colonoscope to inspect the anastomosis but did not do so in this case. The anastomosis was visually inspected and the surgeon seemed satisfied; the anastomosis had good blood supply and no tension. According to the surgeon, the tissue margins were clean and everything was ¿halstedian.¿ the surgeon also provided information that the patient had not had any preoperative radiation or chemotherapy. The sales rep commented that he had asked the surgeon about where he closes in the green range and he usually closes to the bottom of the scale every time. However, the sales rep stated he does typically tighten and then pause. After firing, two full 360 degree revolutions were used to open the device and there were no removal issues. When asked if any intraoperative or postoperative malformed staples were identified, the sales rep responded that there was no mention of any staple formation issues. It was noted that when the jp drain was pulled, the nurse was surprised that the patient experienced excruciating pain. It is unknown if this is somehow related. It was also unknown if the surgeon typically leaves a drain in or if it was placed due to a concern. The initial surgical procedure was on (B)(6). The patient later presented with free air and two anterior spots on the anastomosis open. On tuesday, (B)(6), the patient returned to the or in the evening. The surgeon oversewed the anastomosis and performed a diverting ileostomy. The cause of the leak is unknown. Further information received: this was the second colon procedure for this patient for cancer. Had many adhesions from previous surgeries. This surgery had to be done open. Anvil introduced trans colotomy. Great donuts. Everything looked great. Closed the common opening with a tx. Laid a preventative drain. Patient was moving bowels¿released on day 3. Said drain removal was extremely painful and pain continued. Day 4 patient presented with pelvic pain and went to ER on post op day 5 and was reoperated. A leak and free air was found in reop. In reop two holes were found on anterior portion of staple line. Staples looked like a clean break in the anastomosis. Edges were clean hole where stool was pouring out of two holes. Staple line was oversewed at the holes with 3-0 silks. Diverted with loop ileostomy. Tested blood supply with doppler¿there was no evidence of ischemia or gross infection. Staple line looked perfectly in tact with the exception of the two holes. The family is linking the post-operative leak with the removal of the drain, but the surgeon has been doing this for years and had no previous issues. No air leak test was done intra-op. Drain used was a 19 round fluted blake drain. Medical affairs asked questions about placement of the drains stating that he has seen incidents where the removal of the drain has led to disruption of anastomosis in his past surgical experience. Surgeon confirmed two full rotations with the device. No issues with removal.

Event description:
It was reported that the doctor was performing an ileocolostomy with end to end anastomosis. The doctor stated blood supply was adequate, tissue was not ischemic or necrotic, bowel had not been exposed to previous radiation, and margins were good. The doctor completed tension free anastomosis with cdh29p. This was the second time the surgeon had used this device. Assisting surgeon and primary doctor agreed that no abnormal circumstances were related to anastomosis or device firing. Two complete, thick donuts were observed by both surgeons. The doctor commented that he placed staple formation setting at the lower end of the gap scale. The step down nurse noted on the afternoon of (B)(6) that during the removal of the drain, the patient responded with excruciating pain. This may or may not have any bearing on the anastomotic leak concern. Four days post op, patient presented with free air which was confirmed by a CT scan with rectal contrast. The doctor noted that there were two non contiguous defects in the anterior wall of the anastomosis. The doctor repaired the staple line with suture and performed a diverting ileostomy. Repair was completed and patient was admitted and is currently under observation.